Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 (mg/dl) in the morning. The customer delivered a bolus to address bg level. Reportedly, the customer stated elevated bg level was due to not delivering the appropriate bolus amount for the meal that was consumed in the morning. Additionally, the customer requested a bolus delivery, but became distracted when delivering the bolus, and accidentally delivered too much insulin. Tandem technical support educated the customer on pump features that indicate how to stop a bolus delivery. The customer reported observing 10 units of insulin on board (iob- active insulin in the body). The customer reported bg levels were within target range as the bolus had been delivered 15 minutes prior to the call. The customer declined follow-up call from tandem technical support and stated they would be "fine".